Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, after eating a high-carbohydrate meal and while new to pump therapy, with no device alerts and adequate supplies, and an infusion set change earlier that day. Symptoms included elevated blood glucose. Outcomes included no injury, no hospitalization, and user self-monitoring with improvement during the call. Investigation included a review of user-reported history, confirmation of ilet alert status, and troubleshooting education on meal announcement and infusion site considerations. Investigation of this case revealed no device malfunction or component failure and suggested user-related factors such as meal announcement and new-user adaptation as contributors. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.